Manufacturer narrative:
Adverse events that did not have outcome of mortality will be reported separately. A2. Reported patient age is the mean age for all patients included in the article study group. A3. Reported patient sex is representative of the majority of patient included in the article study group. B3. The article was publish october 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Goertz, l., hohenstatt, s., vollherbst, d. F., pflaeging, m., gronemann, c., siebert, e., zopfs, d., pennig, l., kottlors, j., schlamann, m., bohner, g., dorn, f., liebig, t., möhlenbruch, m., & kabbasch, c. (2024). Multicenter experience with the pipeline flex and vantage with shield technology for intracranial aneurysm treatment. Ajnr. American journal of neuroradiology, 45(10), 1488¿1494. Https://doi.org/10.3174/ajnr.a8352. Medtronic review of the literature article found a multicenter retrospective review of 141 patients who had pipeline embolization de vices implanted to treat 147 aneurysms between 2017 and 2023. In 112 cases at 4 centers between 2020 and 2023, pipeline vantage stents were implanted and in 32 cases in 3 centers between 2017 and 2023 pipeline flex with shield stents were implanted. Navien 5f, phenom 21, phenom 27, and rebar 27 catheters were used in some cases as well as other manufacturers' catheter. It was not specified which catheter(s) were used in each procedure. No device related issues or complications were reported in the article associated with the catheter. All cases were technically successful, however, it was noted that more than one pipeline was implanted in unspecified "select cases" with a dysplastic parent vessel, for incomplete wall apposition, or for full aneurysm neck coverage; it was not specified in how many cases this may have occurred. It was additionally mentioned that balloon angioplasty was used for improved apposition in 20 procedures. 5 patient deaths were reported in the article. However, 3 of the deaths were reported to be due to patient condition of subarachnoid hemorrhage (sah) and not treatment related. 2 other patients, both treated with pipeline flex with shield stents for basilar aneurysms experienced in-stent occlusion. One patient experienced occlusion on post-operative day 2 despite adherence to dual antiplatelet treatment (dapt). The other patient experienced occlusion on post-operative day 3 due to missed dapt. Both patients died of brainstem infarction.